Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated alarm ¿ventilator inoperative, safety valve open, replace ventilator¿. A review of the ventilator logs indicate that the ventilator entered in backup ventilation at the time of the event. Medtronic did not have access to the device. The customer¿s biomedical engineer ran the extended self test (est) and the short self test (sst) and was unable to duplicate the reported issue. The cause of the event could not be established. However, based upon the available information, including the logged code, the suspected cause of the device entering into buv was a transient out of range mix air flow sensor measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated alarm ¿ventilator inoperative, safety valve open, replace ventilator¿. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.